Manufacturer narrative:
Date of event is unknown; awareness date has been used for this. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ 10 ml bulk pack luer lock tip without safety there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter: scale:1. According to agreement, we report the deviations found during packaging at the end of the respective batches. Samples are available if required. All abnormalities were found during packaging, i.e. Before use and therefore no patients are involved.

Event description:
It was reported while using bd luer-lok¿ 10 ml bulk pack luer lock tip without safety there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter: scale:1. According to agreement, we report the deviations found during packaging at the end of the respective batches. Samples are available if required. All abnormalities were found during packaging, i.e. Before use and therefore no patients are involved.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 07-nov-2022. H6: investigation summary: one sample was provided to our quality team for investigation. Through visual inspection, a skewed scale and missing prints were observed. Potential root cause for the defects are associated with the marker process. These conditions are occurring below their expected frequency so no corrective actions will be made at this time. A device history record review was completed for provided lot number 1005797. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.